Event description:
Patient reported that the back to back test readings obtained on the ss meter using separate finger sticks were 101 and 179 mg/dl (56% difference). Patient did not have supplies needed to do control test. On follow-up, patient confirmed the above results and stated that did not experience any symptoms. Lfs representative reviewed meter calibration, coding, control testing and cleaning with patient. No harm was alleged.